Event description:
A critically ill patient was admitted to the ICU with 'shocked liver', respiratory failure, and sepsis. Prior to starting crrt, the patient was very hypotensive requiring maximum doses of multiple vasopressors. The patient was intubated and mechanically ventilated. Secondary to multi-system organ failure, including acute renal failure, crrt was started on (B)(6) 2013. From the onset of treatment, the prismaflex generated many access pressure alarms. Over the course of the next 22 hours, the prismaflex m150 filter set clotted and/or clogged five times. The clinical nurse specialist stated the short filter life was likely a combination of clotting and sepsis related clogging. She also explained there were patient access related problems. The clinical nurse specialist stated, in her opinion, there were no machine or product problems; the patient's underlying condition and unstable hemodynamic status, at the time crrt was initiated, contributed to the events. For three of the five filter changes, the blood from the extracorporeal circuit was not returned to the patient, resulting in an estimated 567ml blood loss. There was no change in the patient's status as a result of the blood loss and no medical intervention was necessary. The prismaflex machine was inspected and returned to service. The disposables were discarded after the treatment and no longer available for inspection.

Manufacturer narrative:
The filter sets were discarded and therefore not available for inspection. According to our traceability, the products bar codes recorded in the machine data files correspond to the lot number 12k3003g (1 product) and 13a1102g (4 products). Our complaint history file has shown that no other complaint and no manufacturing nonconformity have been reported regarding the involved lot 12k3003g of prismaflex m150 set. Our complaint history file has shown that no similar complaint and no manufacturing nonconformity have been reported regarding the involved lot 13a1102g of prismaflex m150 set.